Event description:
The surgeon was using an interdental osteotome and the end of it broke in the pt. Revision surgery was required to remove metal fragment which were not picked up during initial operation.

Manufacturer narrative:
Investigation in progress but not yet complete.